Event description:
On (B)(6) 2007, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2013, the pt underwent an emergent procedure to treat a newly developed right common iliac artery aneurysm associated with the trunk-ipsilateral leg component. It was reported the pt's right common iliac artery measured approx 17-18mm in (B)(6) 2007 and was now measuring at 40mm. The physician reportedly denies disease progression from the abdominal aortic aneurysm. It was reported the iliac artery aneurysm was not related to the initial abdominal aortic aneurysm. It was reported three boston scientific 8x20mm interlocked coils were placed inside the right hypogastric artery. A contralateral leg component (pxc121400/11250202) was deployed to reline the trunk up to the level of the flow divider of the pxt231416. A second contralateral leg component (pxc121200/11226641) was deployed inside the pxc121400 and extended approx 4cm into the right external iliac artery. It was reported a maxi ld 14x4 balloon was then used to seat the deployed contralateral leg components. A final angiogram displayed exclusion of the right common iliac artery aneurysm with no endoleaks. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-released specifications. Additional devices implanted and involved in this event: pxc121400/11250202 and pxc121200/11226641.